Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery. The customer¿s blood glucose level was 162 mg/dl. The customer reported that they had received failed battery and the battery compartment was cracked. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had broken battery tube threads. (B)(4).